Event description:
It was reported that the procedure was to treat a lesion in the proximal marginal vessel with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 2.25 x 15 mm xience prime stent delivery system (sds) was advanced, but could not cross the lesion. During removal, it was noted resistance was met with the calcified vessel, and the stent struts became bent. Additional dilatation was performed and a new xience prime stent was implanted successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. Additionally, the stent implant was noted to be loose on the balloon. The failure to cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. However, based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: bmw universal ii,guide cath: ir 1.5 6f.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.